Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-30690. During a remote follow-up, there was noise on the right atrial (ra) lead that resulted in automatic mode switching. The lead was replaced and the patient was stable.

Event description:
New information was received indicating that the right atrial (ra) lead was capped and replaced and the patient was stable.